Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal [500 mcg/ml] at a rate of 75 mcg/day via intrathecal drug delivery pump for intractable spasticity. The patient presented to the clinic on (B)(6) 2016 for a pump refill when the nurse noted the pump was exposed due to wound dehiscence. It was unknown when it began. No troubleshooting was performed. The patient was admitted to the hospital. The pump and catheter were explanted on (B)(6) 2016 secondary to pump pocket incision wound dehiscence and cultures were taken of the pump pocket and the patient was discharged on IV vancomyacin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.